Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on radius side assessed as fold flaw opening and one opening on the anterior side assessed as unidentified (tear) opening((shell thickness within specification). Additional observations: creases are observed. Wear abrasion is observed. Black particles on device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side deflation. The device has been explanted.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.